Manufacturer narrative:
Batch review performed on 25 march 2019: general mis sphere instrument set 11.01002, lot 1810926: (B)(4) items manufactured and released on 22-jan-2019. Expiration date: 2024-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Regarding the semifinished ref 77.11.0063 femoral impactor/ extractor (B)(4), no other similar event has been registered up today. Preliminary investigation performed by r&d project manager: the breakage of a piece of the femoral impactor extractor it is not compatible with the only attaching to the femoral component; the piece may have been damaged before (e.g. During trial femur positioning/impaction that could have generated a fracture on that area). Another factor that could have caused the breakage could be excessive tightening force applied during femoral implant fixation.

Event description:
During the primary tka and while attaching the femoral component to the femoral extractor to aide in cementing, a piece of the femoral extractor broke off. No fragments fell into the patient and the surgeon attached the femoral component to the femoral impactor in order to cement the implant. There was no delay in the case and the surgery was completed successfully.